Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd insyte autoguard catheter experienced leakage during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. The customer reported three instances during the month of (B)(6) 2020 of the insyte autoguard leaking after insertion. The catheters ranged in gauge size.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/14/2020 h.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard 22ga winged catheter/adapter assembly from an unknown material number and an unknown lot number. A winged catheter/adapter assembly was attached to an extension set that has a syringe attached to it. In addition, a video was also submitted for review. The video displayed a 22ga winged catheter/adapter assembly attached to male luer connection with clear fluid running through the catheter tubing and a droplet at the nose of the adapter. A visual evaluation of the submitted video displayed the returned sample did leak at the junction of the catheter tubing and the nose of the winged adapter. Further visual/microscopic evaluation was performed on the returned sample. There are no holes or splits/cuts on the exposed part of the catheter tubing. Wrinkled tubing was observed above the wedge inside of the adapter. A water/air leak test was performed where the slip luer was attached to the luer end of the catheter/adapter. Air bubbles were observed at the nose of the adapter, confirming the leak. The unit was then dissected to evaluate the area of the leakage. The tubing was found wrinkled on one side, with split/cuts on both sides of the wrinkled tubing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd insyte autogard catheter experienced leakage during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. The customer reported three instances during the month of (B)(6) 2020 of the insyte autoguard leaking after insertion. The catheters ranged in gauge size.